Event description:
It was reported that a spectrum infusion pump didn't recognize door being open during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "does not recognize door being open" was unable to be reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the faulty upper latch switch. The upper auxiliary is required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.